Event description:
It was reported to philips that the system's x-ray was not possible. The user performed a restart, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.